Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the new customer experienced several elevated blood glucose (bg) levels of up to 550 (mg/dl) during the one week that customer used the pump. Customer stated that their health care provider (hcp) was unable to adjust the basal insulin rates correctly for the customer's insulin needs. Reportedly, customer has chronic renal issues and stated that their glomerular filtration rate had declined significantly with the extended hyperglycemia. Customer also stated that they had a difficult time with filling the pump cartridge because their vision made it difficult to see the septum on the cartridge. Customer discontinued pump therapy and reverted to insulin injections for diabetes management. Customer reported that their bg levels are well controlled with insulin injections and does not plan on reinstating pump therapy.

Manufacturer narrative:
(B)(4).